Manufacturer narrative:
The customer reported that no blood flow could be generated when the cardiohelp and disposable circuit was connected to the patient. The user had to use the emergency drive. A getinge service technician investigated the unit on 2021-09-13 and checked the log files. No malfunction could be confirmed and the cardiohelp unit was put back in use without any further issues. Getinge technician confirmed the issue was most probable caused by the backflow prevention (confirmed by log files) and the user was not able to clear the intervention. Following probable root causes were identified in the cardiohelp risk assessment based on the provided information: - user placed the flow/bubble sensor in wrong flow direction - user does not perceive or recognize how to reset an intervention (bubble detection and/or backflow prevention) how to react in case of a backflow prevention is explained in the cardiohelp instruction for use (IFU), chapter 6 "during the application/ backflow prevention". The customer will be retrained on the IFU by the sales and service unit. Based on the investigation results no product related malfunction could be confirmed. The occurrence rate was calculated for the reported failure and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
Service and log files of the affected cardiohelp unit were requested but not yet received. A follow-up emdr will be submitted when additional information becomes available.

Event description:
The customer reported that no blood flow could be generated when the cardiohelp and disposable circuit was connected to the patient. The user had to use the emergency drive. No harm to patient reported. Complaint ID: (B)(4).